Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a gw transend periph. The device was returned for the analysis, and it is possible to see that the guidewire detached at the distal tip section, and coating was peeled. A part of the original box was returned, and it was observed that the pouch information matches with the complaint information.

Event description:
It was reported that wire detachment occurred requiring additional intervention. Vascular access was obtained via the ulnar cutaneous vein of the upper arm. The totally occluded target lesion was located in the moderately calcified radial cutaneous vein. A 135cm gw transend periph guidewire was selected for use in a shunt percutaneous transluminal angioplasty procedure. During the procedure, the guidewire was unable to cross the lesion and when attempted to remove, a difficulty was encountered. The wire was detached at around 5cm from the tip and the separated fragment was retrieved with a snare. The procedure was then completed with a different device. No patient complications were reported.

Event description:
It was reported that wire detachment occurred requiring additional intervention. Vascular access was obtained via the ulnar cutaneous vein of the upper arm. The totally occluded target lesion was located in the moderately calcified radial cutaneous vein. A 135cm gw transend periph guidewire was selected for use in a shunt percutaneous transluminal angioplasty procedure. During the procedure, the guidewire was unable to cross the lesion and when attempted to remove, a difficulty was encountered. The wire was detached at around 5cm from the tip and the separated fragment was retrieved with a snare. The procedure was then completed with a different device. No patient complications were reported.